Event description:
It was reported that a medfusion® 3500 syringe pump displayed a "check clutch plunger lever" error. No injury was reported.

Manufacturer narrative:
One medfusion 3500 syringe pump was returned for analysis in poor condition. Visual inspection showed the top case was chipped and cracked. Alarm history was checked revealing improper release of clutch during an infusion. Based on the evidence, the complaint was confirmed. The root cause was attributed to customer's improper release of clutch during infusion, which is inconsistant with the information for use (IFU).

Event description:
It was additionally reported that the fault occurred during testing and there was no patient involvement.